Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a tria ureteral stent was used during a stent insertion procedure in the kub performed on (B)(6) 2021. During preparation, when unpacking the tria ureteral stent, it was found broken. The procedure was successfully completed with another tria ureteral stent. There were no patient complications as a result of this event.

Event description:
It was reported that a tria ureteral stent was used during a stent insertion procedure in the kub performed on (B)(6) 2021. During preparation, when unpacking the tria ureteral stent, it was found broken. The procedure was successfully completed with another tria ureteral stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) detached and the suture hoe torn. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the bladder pigtail detached and the suture hole torn. According to the evidence, it is possible that operational factors, such as interacting of the device with the suture string, also could be tangle when the user unpackage or interacted with other devices involved , an excess of force applied to the suture string during it used could damage it and cause the found issue. Consequently affect the performance of the device. Therefore, most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11;d4: correction: m0061903220.